Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings distribution history the complaint unit was purchased from reda instrumente on 9/17/2020. It was sold to customer on 1/24/2020. Manufacturing record review manufacturing record review not applicable to this product. Incoming inspection review iqc record-19-09-17-024 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions of tips not able to open and close smoothly. Product receipt the complaint product (es-lngr, spoon forceps long, serrat, 1 unit) was returned was returned to coopersurgical. Visual evaluation visual examination of the complaint product revealed no physical damage. Functional evaluation the complaint unit was functionally evaluated, and confirmed tips are not opening and closing smoothly. Root cause no definitive root cause for this issue could be reliably determined at this time, the potential cause may be extreme use of human force by the user. No further training required at this time. *corrective actions / *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Rep stated after procedure wouldn't open. Ref (B)(4) 1216677-2020-00129 spoon forceps long serrat es-lngr (B)(4)

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
Rep stated after procedure wouldn't open. (B)(4). Spoon forceps long serrat es-lngr (B)(4).